Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "pain, swelling, inflammation, bilateral lumps, capsular contracture baker grade unknown and exchange from textured to smooth breast implants due to her concern with the product." Device remains implanted.